Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer, and identified the failure mode as a clogged sample probe and a malfunctioning carbon bridge. The fse replaced the sample probe and carbon bridge to resolve the issue. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of erroneous na (sodium) and k (potassium) results on one patient sample. There were no reports of an adverse event and there was no impact to patient treatment in association with this event. The customer stated ise (ion-selective electrode) controls (qc) recovered high after this event.